Manufacturer narrative:
This case was assessed as reportable to the FDA as the event muscle compression (muscle tightness) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of radiesse(+) lidocaine injectable implant, lot number a00118270, was reviewed. A lot search was conducted on the reported lot and similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.

Event description:
This spontaneous report was received from a canadian nurse and concerns a female patient. She was injected with radiesse, into the upper cheek area. Radiesse was diluted with bacteriostatic saline at a 1:2 ratio (product preparation issue, off label use of device) and it was decanting into a bd syringe and injected along the orbital rim both lateral and medial aspects. Approximately 0.03 ml per side was injected. The reporter was not sure if it was injected into the orbital region or into the lateral cheek. After the radiesse injection, the patient experienced pain, immediate swelling on both sides and blurred vision. She had good capillary refill and was treated with hyaluronidase. On 06-apr-2024, reported as the night before 07-apr-2024, here was an apparent home visit and treatment with hyaluronidase was advised again. Both the medical director and an injector went to patients home and concluded this was not an occlusion, most likely compression, as capillary refill was unremarkable. The patient was advised to see an ophthalmologist. The patient saw an optometrist and was told her eyes were fine, most likely due to compression on the muscle. They were advised not to dissolve as there was a follow up with an oculoplastic surgeon, scheduled for (B)(6) 2024 (reported as on wednesday morning). The swelling went down. Due to the provided information, the outcome of the event swelling was considered as resolved, in april 2024. The outcome of the events compression and blurred vision was unknown. Follow-up information was received on 12-apr-2024: the suspect product was recoded from radiesse to radiesse(+). The patient was injected with radiesse(+). Batch number was reported as a00118270 (expiry date: 06/2025). The batch record review was received and the lot number for radiesse(+) was confirmed as a00118270 (expiry date: 06/2025). A lot search in the global safety database was conducted. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular compression (vascular compression) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage.

Event description:
Follow-up information was received on 06-jun-2024: the event vascular compression was added. The event swelling was deleted, as it was considered as symptoms of vascular compression. The event muscle compression was deleted because it was clarified to be a vascular compression as a final diagnosis. The patient was injected with radiesse(+), into the chin and right and left upper lateral cheeks, on (B)(6) 2024. The patient had dermal fillers and neuromodulators in the past, without complications. The patient was healthy and had no known allergies. Concomitant medication was reported as none. On (B)(6) 2024, 2-3 hours after the radiesse(+) injection, the patient experienced vascular compression, muscle compression, blurred vision and swelling. On (B)(6) 2024, hyaluronidase was applied as a corrective treatment. Symptoms got better. On (B)(6) 2024 (reported as 2 days after the treatment), the patient had a check up with an ocular ophthalmology surgeon. Vascular compression was confirmed by a physician. Capillary refill was a bit delayed but not extensively. As reported, hyaluronidase improved capillary refill to the right side of the cheek. There was no treatment after visit at the ophthalmology, the patient was asked to rest and said only time possibly had improved symptoms. The nurse explained it was common to have compression on the muscle as when having dermal filler injected into the body, there was a possibility of that happening (as reported). Due to the provided information, the outcome of the event vascular compression was considered as resolving and the outcome of the event blurred vision was considered as resolving (changed from unknown). In the opinion of the reporter, treatment was necessary (also ambiguously reported as not necessary) to prevent a life-threatening condition, permanent damage and to accelerate recovery and the events were related to radiesse(+), as it was a thicker product in general (as reported).